Event description:
It was reported that the balloon could not be deflated. No pt injury reported.

Manufacturer narrative:
The balloon catheter was returned for eval with the guidewire. The balloon was tested for inflation/deflation and no defect was found.